Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has a possible percutaneous lead fracture with pump stoppage while on a grounded patient cable connected to his power module. Several system controllers were exchanged without resolution. The patient was then switched to a 20 foot non-grounded patient cable and there were no more alarms. There were no alarms noted while on battery power, only on a/c power with the grounded patient cable. X-rays were taken and the vad team feels they can see a possible fractured lead towards the distal end on the controller. Rescue tape was applied. The patient was admitted into the hospital and was stable. The patient was then evaluated by the MFR's technical support. The events could not be reproduced when manipulating the external portion of the percutaneous lead; however, it was found that when the patient moved their torso, the events could be reproduced. Internal wire damage was suspected. The hospital staff was to discuss options with the patient. The MFR received a device tracking form from the hospital which indicated that the patient's pump was exchanged. The patient remains ongoing on the new lvad.

Manufacturer narrative:
Based on the information available to the manufacturer the reported pump stop events can be confirmed based on the evaluation of the submitted log file; however, a specific cause for the events cannot be determined. The log file contained approximately 20 hours of data which captured intermittent low speed/flow hazards, elevated power, pi and pump stop events. Based on the device¿s complaint history and similar reported events, low speed/flow hazards, elevated power, pi and pump stop events while connected to the power module are consistent with a compromised percutaneous lead. Multiple requests for product return have been made however no product is available for evaluation. Due to the device not being available for evaluation, a specific cause for the events could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.